Event description:
The patient reported that presses of the up arrow keypad button cause scrolling. She stated that she wears the pump on a belt and does not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were found to respond to button presses and had normal spring back. There was no scrolling observed during investigation. The keypad cover was removed and no corrosion was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.